Event description:
A patient (age and gender unknown) underwent a therapeutic ercp with stent placement for treatment. The stent was placed successfully. Upon removal of the catheter, a portion of the catheter fell off inside the patient. The clinician was able to retrieve the portion successfully. The patient's condition is reported as fine. The patient did not sustain any ill effect as a result of the issue.